Manufacturer narrative:
The ge representative conducted an on-site investigation. The service representative checked the operation of the video circuit, and cleaned the amplifier and the camera. The system was tested and operates as intended.

Event description:
The customer reported that the screen on the stenoscop system would intermittently go black. No patient injury was reported.